Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's mother reported a company representative that the insulin pump had a display anomaly on (B)(6) 2015. It was stated that the customer had the device in his hand when noticed that the screen went clearer, then started flickering and then blank. This issue happened again the next day. Blood glucose value is unknown. Customer was called to advised the insulin pump should be replaced but could not be reached.